Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). Patient reported 2006 was first implant and pt states that battery caught fire by MRI. Pt reported they had an MRI back in (B)(6) 2009 and stated the tech hit the wrong button on accident and caused the ins to burn from inside out. Pt states there was a burn mark on the skin. Pt states they put another battery in same time that burnt and that ins lasted until 2011. Pt stated they don't remember exactly the dates and stated they were really hurting that night and they had to get a doctor.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.